Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error and reported a small crack on the battery side of the insulin pump. Troubleshooting was performed and found that there was no damage to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image). P-cap locked in place properly during testing. Unit was successfully downloaded using (thus and crest software). Unable to perform the displacement test and self test due to critical pump error (open book image). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 3 and pump error 53. Pump error 3 (line number = 2803 and file number = (B)(4) ) was triggered twice on 10/29/2023 at 22:02:42.00 and 22:02:54.00. Pump error 53 (line 5632 and file number = (B)(4) ) was triggered seven times on 10/29/2023 from 22:02:28.00 to 22:05:10.00. Critical pump error was confirmed due to pump error 3 and pump error 53. Per engineering troubleshooting guide, it was determined that pump error 3 was confirmed due to hardware issue and pump error 53 was confirmed due to software issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: corroded battery tube, missing display window/cover, cracked battery tube threads, cracked case (battery tube), cracked case, scratched case and end cap address label missing. In conclusion, customer concern was confirmed at the battery compartment when cracked battery tube threads and cracked battery tube case. Critical pump error was confirmed due to pump error 3 and pump error 53. Pump error 3 was confirmed due to hardware issue. Pump error 53 was confirmed due to software issue. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.